Manufacturer narrative:
(B)(6). The logs for the imaging system were evaluated by medtronic personnel. It was reported that the logs showed multiple occurrences of the foot-switch being pressed and released by the user. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system was unable to complete a 3d image acquisition. It was reported that when pressing the acquisition button on the imaging system, that the acquisition prompt appeared on the system before the exposure began and the progress bar halted halfway through. It was reported that the exposure could not be completed. A second 3d image acquisition was attempted with success. There was a reported delay to the procedure of five minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative reported that the charger boards for the imaging system were replaced to resolve the reported issue.